Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1110-02, serial: (B)(4), batch: 187799.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent a revision procedure wherein the two ipgs were replaced with one ipg that could run up to four leads. The patient was doing well postoperatively. The explanted ipgs were not returned.